Event description:
Ceramic on metal revision reported. Full product details, exact reason for revision, or country unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned: however review of the attached x-ray and photos confirmed the reported statement of massive edge wear noted by (B)(6). Review of the device history records and or a complaint database search was not possible as the product and lot codes required were unavailable. There was no obvious alignment or positioning issues noted: although based on the provided view of only one x-ray no other observations could be made. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.